Event description:
During laparoscopic surgical procedure, the surgeon was using a battery operated disposable suction irrigator. After the instrument had been operating correctly during procedure, intermittently, for approximately 8 minutes, the irrigator began running without any of the surgical team touching the hand piece. When the hand piece was examined, and the suction button was depressed, it began to malfunction again, and what appeared to be smoke came from the hand piece. The instrument was immediately removed from the surgical field, and batteries were removed, to make it stop running. The instrument had no contact with the patient after it started to malfunction, and smoke. There was no injury to the patient.the procedure was completed with another device that was the same model. It is unknown if the deviced used was from the same lot, and the same method was employed for the procedure.